Manufacturer narrative:
As reported from the medical affairs, the patient experienced coronary artery restenosis approximately 7 years post stent placement. At the time of initial stent placement, the patient had a cypher stent implanted in the lad due to "blockage". Approximately 7 years later, the patient had several cardiac tests including an EKG with negative results and a heart imaging nuclear stress test which revealed a blockage in the lad, right next to the other stent that started to close. An unspecified coronary stent was placed in the lad during a planned admission. No additional information is available. The sterile lot number information is not available and thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event.

Event description:
As reported from the medical affairs, the patient experienced coronary artery restenosis approximately 7 years post stent placement. At the time of initial stent placement, the patient had a cypher stent implanted in the lad due to "blockage". Approximately 7 years later, the patient had several cardiac tests including an EKG with negative results and a heart imaging nuclear stress test which revealed a blockage in the lad, right next to the other stent that started to close. An unspecified coronary stent was placed in the lad during a planned admission. No additional information is available.